Event description:
It was reported that, at the end of the flexible ureterorenoscopy (urs) procedure to treat kidney stones, the fiber broke in the fiber body. The procedure had already been completed using this device. There were no complications to the patient or operator.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection of the fiber found that the fiber body was broken, the fiber was received in two pieces. The device history record (DHR) was reviewed and indicated that- the device met all manufacturing specifications. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket or fiber or other particulates or pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement. It is probable that the fiber break occurred during procedural handling during set-up or use. Based on the information available. A conclusion code of cause traced to component failure was assigned to this investigation, indicating there was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that, at the end of the flexible ureterorenoscopy (urs) procedure to treat kidney stones, the fiber broke in the fiber body. The procedure had already been completed using this device. There were no complications to the patient or operator.

Event description:
It was reported that, at the end of the flexible ureterorenoscopy (urs) procedure to treat kidney stones, the fiber broke in the fiber body. The procedure had already been completed using this device. There were no complications to the patient or operator.